Event description:
Patient reported ¿one of the breasts is smaller¿, ¿hurt a lot¿, ¿they are hard¿, ¿give patient problems¿, and ¿found out about the brand and they can cause cancer and stated that the model patient has is one of the bad ones." Healthcare professional later confirmed bilateral rupture and capsular contracture (baker grade IV). This relates to the right side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV. Device visual analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported ¿one of the breasts is smaller¿, ¿hurt a lot¿, ¿they are hard¿, ¿give patient problems¿, and ¿found out about the brand and they can cause cancer and stated that the model patient has is one of the bad ones." Healthcare professional later confirmed bilateral rupture and capsular contracture (baker grade IV). This relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, red particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.